Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe holder of a as50 syringe infusion pump was broken. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.